Manufacturer narrative:
(B)(4). The device was received at the covidien (B)(4) service center where the reported condition could not be duplicated. The front board was replaced for customer satisfaction.

Event description:
Customer reported that the device was returned for repair due to difficulty of reading the spo2 segments since the middle and right numerals were not readable. No patient harm was reported.